Event description:
It was reported that the customer received error alarms, one of which indicating a software error. Customer cleared the alarm and continued. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states."

Manufacturer narrative:
The formatted history file analysis confirmed that the pump errors were due to a software error. The pump was received with minor scratches on the lcd window and case.